Event description:
Initial report received on 12-sep-2011: this spontaneous case was reported by a dermatologist and involves a (B)(6) female. Medical history includes atopic eczema; neither infection nor hormonal imbalance is known. By (B)(6) 2010, she had been treated twice with poly-l-lactic acid (sculptra) for cosmetic skin procedure, location: cheekbone, upper area of cheek, and nasolabial. Dosage: one bottle of poly-l-lactic acid for each treatment. A few weeks ago the customer suffered from tactile, non-visible nodules in the area of the cheekbone and nasolabial fold. Two nasolabial nodules (left side, size up to 0.6 mm) were intraoral excised. Findings of histological exam: polarization microscopical double-refracting foreign material and granulomatous, giant-cell containing foreign-body reaction. Corrective treatment included doxycycline. Outcome at the time of the report: ongoing. In case of no improvement a corrective treatment with steroids and/or a surgical removal is under discussion.